Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported a noisy image followed by a loss of image during a colonoscopy diagnostic procedure performed under sedation while the device was outside the patient involving an olympus colonovideoscope. The procedure was completed using a similar device. There was no patient injury reported.